Event description:
Pt getting low readings. Took strip to clinic and tested readings and same as his machine but blood glucose much to high. Different brand of strip used and showed high glucose readings.